Manufacturer narrative:
(B)(4) this report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00414, 0001825034-2018-00415. Concomitant medical products: unknown liner catalog#: ni lot#: ni, m/h sld/apx hle rnglc shl 58 mm catalog#: 11-104058 lot#: ni, unknown stem catalog#: ni lot#: ni. (B)(6) reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a total hip revision surgery approximately 9 years post primary surgery, due to subluxation and luxations. During the revision, cup, liner and head were replaced. Attempts have been made and additional information on the reported event is unavailable.